Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that his wife's hands are irritated after using the nitrile exam gloves. Patient was advised to contact the registered nurse so she is aware of it and she can decide what other gloves can be added to the prescription. The patient stated he will talk to their rn and that this issue has been going for about six weeks. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".